Event description:
The pt's caregiver reported that the pt discontinued use of the product due to a lack of efficacy. Dose or amount: press pump and apply stream to; frequency: use 2-3 times; route: switch and spit.